Event description:
A medtronic territory manager reported on behalf of a customer via phone call indicating that insulin got into the motor of the customer's insulin pump. The customer has a blood glucose level was 193 mg/dl at the time of the call. The caller mentioned that there were no button errors in the alarm history but did see an alarm that may have to do with the battery being out of the insulin pump of an extended period of time. The time and date was not correct on the insulin pump. It was reported that the issue may have been a customer error and that the customer will need training on the functions of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.